Event description:
During an initial implant procedure, after measurements and provocative testing, the right atrial (ra) lead was found to have dislodged. The ra lead was repositioned, however dislodged a second time. Following the second dislodgement the lead helix was unable to retract and the stylet would no longer advance down the lead. A new ra lead was successfully implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and failure to advance stylet. As received, a complete lead was returned in one piece. The reported events of helix mechanism issue and failure to advance stylet were confirmed. Visual examination found the helix was stretched/bent/damaged due to procedural damage and was clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was overtorqued due to procedural damage. Unable to perform helix mechanism/extension length test due to the damaged helix and unable to perform stylet insertion test due to the overtorqued inner coil in the connector region. The cause of the reported event of helix mechanism issue was due to the damaged helix, the helix clogged with blood/tissue and the overtorqued inner coil in the connector region and the cause of the reported event of failure to advance stylet was due to the overtorqued inner coil in the connector region.